Event description:
The customer reported to olympus, during preparation for use, there was a foreign object was found the nozzle of the of evis lucera gastrointestinal videoscope. There were no reports of patient harm associated with this issue.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings reported in b5, the following nonreportable malfunctions were identified: adhesive on rubber is cracked, due to clogging of the nozzle, air-water supply volume, and water removal ability does not meet specification, scratches on various parts of the device, paint on air-water cylinder peeled, universal cord wrinkled, control unit discolored. After the inspection, the unit was reprocessed normally, and when a pre-inspection inspection was conducted the next day, a defect in air and water supply was confirmed. The customer provided to olympus the following information related to reprocessing of the device: the device was cleaned, disinfected and sterilize before returning to olympus. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The device air/water nozzle was wiped/brushed with clean lint-free cloths, brushes or sponges. The air/water nozzle was flushed with detergent solution. The customer confirmed there was not any possibility that the endoscope was used for the procedure with the foreign material attached to it. The customer was unable to identify when the foreign material adhered to the scope or what the foreign material is. The customer reports there was no delay in the start of pre-cleaning, and nor was the device endoscope was not immersed in the detergent solution. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system. [Inspection of the endoscope] inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function: keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.